Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were unable to get relief from their device and it had been causing nerve and pain issues in their hip and leg despite being turned off. The second system had not provided relief of symptoms and the nerve stimulation was only to one side and caused discomfort down their leg. The manufacturer representative (rep) was unable to make any adjustments. The doctor and nurse practitioner made all the changes they could. They still were unable to get bladder relief and the system had remained off. The pain was still present at the surgery site and ran down my hip and back. The physician <(>&<)> the rep both have thrown their hands in the air over the situation. The patient had been trying to make time for a third surgery to remove the device.